Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2, h6, h11. Corrected fields: g2, h6 (problem code), type of investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Correction field: e4. Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the gasket needed to be replaced. Therefore the fse changed the gasket, checked and tightened all tubing connections into the regulator up to the manual gauge. Tested the system with a fresh helium cylinder and no leak was identified. The unit passed all functional and safety tests per manufacturer specifications.